Event description:
It was reported that the insulin pump was submerged in water. Afterwards, the insulin pump alarmed. The reported blood glucose reading was 76 mg/dl. Troubleshooting was performed. The self test passed. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.